Manufacturer narrative:
For the reported malfunction, the lot number is unknown, therefore lot history review will not be performed. The sample was returned as well as a photo was provided for review. The evaluation identified a circumferential split and multiple punctures to the port septum. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a break and material deformation. This information was received from one source. One patient was involved with no patient injury. The patient is male, age and weight were not provided.